Event description:
It was reported by service report that the bed had no power due to the power cord being disconnected. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: re-connected the main power cord to the head of the bed.